Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 420 mg/dl, and a high ketone level identified as dangerous. Cause of elevated bg level was customer did not take a correction bolus for carbohydrates consumed. Bg was treated with intravenous insulin and manual insulin injections. Reportedly, customer left the ER 7-8 hours later with customer in stable condition (bg in 300s mg/dl).